Event description:
A discordant low ntprobnp (n-terminal pro-brain natriuretic peptide ) result was obtained with one (1) patient sample on an immulite 2000 analyzer. Due to the patient's clinical picture, the lab considered the ntprobnp result to be discordant with the patient's advia bnp result obtained (with the same sample) on an advia centaur xp analyzer. The discordant ntprobnp result was released to the physician. The patient's sample was discarded and immulite 2000 ntprobnp testing could not be repeated. There was no known report of patient care being altered or prescribed due to the discordant ntprobnp result. There was no known report of adverse health consequences due to the discordant ntprobnp result.

Manufacturer narrative:
A siemens healthcare diagnostics tse (technical service engineer) evaluated the instrument data. After evaluating the instrument data, the tse concluded that the cause of the discordant ntprobnp result is unknown. No conclusions can be drawn as to what caused the discordant low ntprobnp result. The instrument is performing according to specifications. No further evaluation of the system is required